Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve repeatedly dislodged upon each of the four implant attempts. The valve was recaptured via the delivery catheter system (dcs) and the system was removed from the patient. Of noted, a computed tomography (CT) derived measurement of the valve perimeter was 25.6mm. Ultimately, a 34mm valve was successfully implanted. It was reported that there may have been more aortic insufficiency than expected which contributed to the dislodgements. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.